Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mid-distal left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the first balloon was defective, so a new balloon was used. After crossing the lesion, the balloon has no response immediately after inflation was started and it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion as well. A detailed microscopic examination of the balloon material identified a pinhole leak, 1mm proximal from proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear near the proximal markerband. The encore device was verified before and after use using the druck gauge to rate burst pressure 12 atmospheres.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mid-distal left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the first balloon was defective, so a new balloon was used. After crossing the lesion, the balloon has no response immediately after inflation was started and it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.